Event description:
It was reported that stent damage occurred. During preparation and outside the patient, it was noticed that a 2.50 x 20mm synergy ii drug-eluting stent delivery system had a deformed stent. The device was not used and the procedure was completed with of the same type of device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Common device name: updated model number update from 10619 to 10607. Lot number updated from 0023447778 to 0022611076. Expiration date update from 08/25/2020 to 08/29/2020. Unique identifier (UDI) update from (B)(4) to (B)(4). Device manufactured date update from 02/27/2019 to 08/30/2018.

Event description:
It was reported that stent damage occurred. During preparation and outside the patient, it was noticed that a 2.50 x 20mm synergy ii drug-eluting stent delivery system had a deformed stent. The device was not used and the procedure was completed with of the same type of device. No patient complications were reported. It was further reported that a 2.50 x 38 mm synergy ii drug-eluting stent delivery system was deformed.

Manufacturer narrative:
Device is a combination product. Common device name: updated model number update from 10607 to 10623. Lot number updated from 0022611076 to 0022633024. Expiration date update from 08/29/2020 to 03/02/2020. Unique identifier (UDI) update from (B)(4) to (B)(4). Device manufactured date update from 08/30/2018 to 09/04/2018. Device evaluated by MFR.: synergy ii us mr 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break located 23.75cm distal to the distal strain relief. Multiple hypotube kinks were identified at several locations along the hypotube shaft, as well as immediately proximal and distal to the hypotube break site. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip found distal tip damage. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During preparation and outside the patient, it was noticed that a 2.50 x 20mm synergy ii drug-eluting stent delivery system had a deformed stent. The device was not used and the procedure was completed with of the same type of device. No patient complications were reported.